Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between 250-400mg/dl and manual injections were administered to address the bg levels. The customer reported that the past occlusion alarms would be resolved by changing their infusion set and had reverted to manual injections for insulin therapy. Tandem technical support educated the customer in regards to possible causes for occlusion alarms. The customer stated that a supply change would be performed prior to using their pump. No troubleshooting was performed as the customer was not currently experiencing an occlusion alarm.